Manufacturer narrative:
Correction: the hba1c reagent expiration date of 31-may-2025. The investigation was consistent with a hardware-related issue (adjusting the cuvette washing station). The cause of the event could not be determined.

Manufacturer narrative:
The hba1c reagent lot number was 76562801 with an expiration date of 31-may-2024. The customer had a hardware issue one day before the event and the field service engineer adjusted the washing station but the customer stated that the issue was not resolved. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 1 patient whole blood sample tested with the hba1c on a cobas c513 analyzer. Initial result: 10.1 %. Due to the hardware issue that occurred one day before the event, the qc was within range but at the high normal end and the initial result was high, the customer repeated the sample. No questionable result was reported outside the laboratory. Repeat result: 6 %. The repeat result was deemed to be correct.